Event description:
(B)(4). It was reported that subsequent to a coronary stenting treatment procedure, patient experienced unstable angina and target vessel revascularization occurred. In (B)(6) 2011, the subject presented with non st elevation myocardial infarction and underwent coronary angiography which revealed a lesion located in the proximal right coronary artery (rca) with pre-existing thrombus, 90% stenosis and was 25mm long with a reference vessel diameter of 4 mm. It was treated with pre-dilation and placement of a 4.00 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2011, the subject experienced community acquired pneumonia. In (B)(6) 2011, the subject experienced abdominal aortic aneurysm. Two weeks prior to hospitalization, the subject underwent transesophageal echocardiogram which revealed mild aortic stenosis; subject had also been diagnosed with left lung cancer. At the time of the event, the subject was on aspirin and open label prasugrel. The subject¿s angiographic films revealed three vessel coronary disease and CABG was recommended. On (B)(6) 2012, the subject presented with the complaints of chest pain, was hospitalized on the same day and was treated with CABG x 3 with lima to lad, svg to om2 and svg to r-pda. The event was considered recovering/ resolving and the subject was discharged on aspirin 6 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).